Event description:
Ous MDR - after an implantation period of approximately 62 months, it was reported that the ICD was at eos and had detected noise without delivery of inappropriate shocks. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 269 charge processes had been documented. The memory content of the ICD was checked; interference in the ventricular and the ff channel was visible on the available iegms. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. A check of the impedance measurement functions did not show any anomalies that could be related to the clinical observation. The ICD functioned properly. The ICD¿s capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process that was terminated, which was, however, due to the already severely discharged battery. The ICD had been implanted for 61 months, a number of 269 charge processes was documented. Due to the high number of charge processes, the battery depletion is to be expected. In summary, the analysis of the lead fragment and the analysis of the ICD did not show any anomalies that could be connected to the clinical observation. There were no indications of material defects or manufacturing errors for either the lead or the ICD.